Manufacturer narrative:
A service report completed and dated (B)(6) 2018 by a dmta technical support engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the delta iii operating manual. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. Dornier medtech america, inc. (Importer) is submitting the report on behalf of dornier medtech systems gmbh (manufacturer) per exemption e2012002.

Event description:
Patient hematoma reported.

Manufacturer narrative:
Omitted the report type and outcome on initial submission. A service report completed and dated 07/30/2018 by a dmta technical support engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the delta iii operating manual. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. (B)(4). Per exemption e2012002.

Event description:
Patient hematoma reported.